Manufacturer narrative:
(B)(4). S/w version: 4.11 d. Retainer = clear. The customer alleged the unit had low bgs on the event date of (B)(6) 2021. Unit passed displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, and self-test. Tested with a test p-cap locked in place properly. The unit was cut open with no anomalies noted on electronics. The pump was received with pillowing keypad overlay, and cracked keypad overlay cracked retainer. The unit was not confirmed for low bgs during testing. Unit passed required testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer switched on suspend on low and alarm on low. Customer was alleging insulin pump for over delivering because insulin pump did not suspend on low. No harm requiring medical intervention was reported. Customer will discontinue use of the device.